Manufacturer narrative:
Based on the design of the device and the various control systems put into place, it is unlikely that this type of incident occurred in the way it has been described. The system will be returned to manufacture for complete evaluation, once ht eevaluaiton and formal investigaiton are complete, csh will submit a final report.

Event description:
Customer alleged that the drx mobile revolution unexpectedly moved on its own and hit a parked cart. This event did not result in user/patient injury.

Manufacturer narrative:
Investigation concluded that a number of device control systems would need to fail for this event to occur as described. Unintended motion caused by device malfunction is unlikely due to the implemented design mitigations and field inspections of the device. The csh field engineer performed a field inspection of this device which showed that all systems were operating as normal and no components failed. The customer continued to use this device until a replacement was available for use; csh will evaluate device once returned to manufacturing.